Manufacturer narrative:
(B)(4), date sent: 12/6/2023. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Report submitted in error.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2024. D4: batch # 530c36. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the joint cover damaged, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, the log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 530c36, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: how was the device removed from the tissue? The device cut and stapled the tissue and it was a complete transaction so the surgeon was able to rotate the stapler and it released from tissue then it could be removed from the trocar. A manufacturing record evaluation was performed for the finished device lot/batch number, a9dm6h, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colon case the surgeon used a blue load. The device stapled and cut but didn¿t want to open. The home button was pressed and the jaws still didn¿t open and stapler was articulated a little. After some effort, they were able to remove the stapler. The scrub tech hit the home button again, and was finally able to get the device open. A new stapler was opened to complete the case. The surgeon thought the stapler sounded a little bit different. Procedure was completed successfully with no delay or patient consequences.